Event description:
It was reported that the right ventricular (rv) lead had a suspected high voltage fracture and triggered a lead integrity alert (lia) due to high rate non-sustained episodes and pacing impedance variation. Two days later an additional lia was triggered due to high rate non-sustained episodes and sensing integrity counter (sic). There was a spike in defib impedance and out of range (oor) high defib impedance. In addition, there was oversensing and a warning was triggered for noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddmb1d1 ICD implanted: (B)(6) 2023, 5592-53 lead implanted: (B)(6) 2005 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had received several inappropriate shocks due to rv oversensing. It was also noted that the lead had not been explanted, but rather capped. No further patient complications have been reported as a result of this event.